Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal resection, the product was set to the tissue, when the green button was pressed and the handle was squeezed, the device fired about one cm only. A new handle and reload was used to resolve the issue. There was no patient injury.